Event description:
The customer reports that a nursing assistant was transferring the resident from a recliner to a bed. The nursing assistant used the correct lift and sling. Although the aide used the correct equipment, they failed to completely hook the sling in place. The hook dismounted from the lift and the resident's upper body tiled backwards, allowing the resident's head to impact the floor. The resident was assessed by the don and the staff nurse. The resident was then sent to the ER for follow-up.

Manufacturer narrative:
Examination: the report from the customer describes a patient drop. Both the sling and the lift have been described to be in perfect condition. Pictures were received and appear to confirm this analysis. The instructions for use appear that are supplied with the sling and those of the maxi move operating and product care instructions 04, km, 00/2us clearly state to " always check that the sling attachment clips are fully in position before and during the (commencement of) the lift cycle, and in tension as the patient's weight is gradually taken up." Conclusions: MFR indicates that since there appears to have been no deficiencies and no direct casual link between the medical device and the patient dropping, the root cause of this incident appears to be insufficient knowledge of the operation instructions for the kmbb4esu2fus maxi move and maa400c-l sling. Corrective actions: the MFR suggests that carers of this facility using these devices be (re) trained using the applicable operating and product care instructions.